Manufacturer narrative:
The actual devices were not available; however, thirty-six (36) single use companion sample were received for evaluation. A visual inspection was performed on the companion samples and all components were correctly placed and according to specification. A pressure test was performed and no leaks were observed from the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified through companion sample testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. It was reported that seven intravia empty containers were leaking. All of the devices were leaking when the customer transferred the medication into the bags. No patients were involved. No additional information is available.